Manufacturer narrative:
Product analysis one still image was received for analysis. Image depicts a transected vessel. A deployed stent graft can be observed in the vessel, however the reported endoleak cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the emergent endovascular treatment of a ruptured abdominal aortic aneurysm on an un known date. It was reported a type iiib endoleak was identified. The vessel was transected two stents below the suprarenal stent. Intervention was performed where an artificial vessel replacement was performed. It was noted that the endoleak was caused by a perforation due to a tear. The physician believes this may have occurred due to a fabric defect. No additional clinical sequelae were reported and the patient will be monitored.